Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a hematoma noted in the pocket of the patient with no confirmed infection. The right ventricular (rv) lead was explanted and the patient treated with antibiotics to resolve the event. It was later discovered that the patient expired due to an unrelated patient condition.